Manufacturer narrative:
The system was serviced in the field and passed all tests and was performing as intended. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while in transit from one operating room to another, the system tipped over. The system appeared to be fully functional, but the site requested a system checkout to be sure. There was no patient present.